Event description:
It was reported that the patient presented with skin erosion at implanted device pocket site during follow-up in clinic. The implantable cardiac monitor (icm) was found to be in patient's possession and the device explant date was unknown. The patient was in stable condition.

Manufacturer narrative:
Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.